Event description:
Related manufacturer reference number: 2916596-2021-04945 & 2916596-2021-04946.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed pump stops due to driveline disconnect events. The account communicated that the patient disconnected the driveline from the system controller to untangle cables. In addition, a direct correlation between the reported gastrointestinal (gi) bleeding and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. Review of the submitted log file revealed transient pump stops on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 due to the driveline being disconnected. These events were associated with driveline disconnect, lvad off, and low flow alarms. After each disconnection, the driveline was reconnected approximately 5 ¿ 7 seconds later, consistent with the report that the patient disconnected the driveline from the controller to untangle cables. The system appeared to operate as intended at the set speed before and after each pump stop event. On (B)(6) 2021, it was reported that the patient was stable at home and was instructed not to disconnect the driveline from the system controller. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was noted on the event log that the patient had pump stops on (B)(6) 2021 at 19:07:55, (B)(6) 2021 at 23:23:17, and (B)(6) 2021 at 8:17:31. Also noted were no external power alarms on (B)(6) 2021 at 9:27:21 and 9:45:18, and (B)(6) 2021 at 1:41:20, 7:55:09, 8:01:09, 10:51:37, and 11:14:00; and low voltage hazard alarms. The patient reported disconnecting the driveline from the system controller to untangle themselves and disconnecting the mobile power unit (mpu) from power to walk to the bathroom. On (B)(6) 2021 it was reported that the patient was admitted to the hospital for fatigue, weakness, and dark tarry stools. Inr (international normalized ratio) labs on (B)(6) 2021 were 1.32, in the ensuing days the patient self medicated with 18 mgs of warfarin. Patient was bridged with heparin until therapeutic inr's achieved. During admission, given 1 unit platelet rich blood cells and underwent a small bowl enteroscopy revealing a dieulafoy lesion on proximal greater curvature of the stomach, to stop bleeding two hemostatic clips were placed. Patient remained admitted and was waiting for subsequent enteroscopy.